Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer shows to be off in the bus. The field service engineer found that the cable connecting to the control board was loose on drawer 1, reaseted the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer shows to be off in the bus. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.